Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device would not calibrate. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any patient involvement, adverse patient events, or reported delays of critical therapies while the device was in clinical use. No additional information was provided.